Event description:
It was reported that the ilet user experienced low blood glucose after having sensor issues, performed multiple daily injections for high readings, changed the continuous glucose monitor (cgm) sensor, and reconnected the ilet after approximately 45 minutes. Education was provided that if reverting to injections, the user should wait at least two hours before reconnecting to the ilet. Symptoms included hypoglycemia with dizziness and confusion/disorientation, with a recorded nadir of 55 mg/dl. Outcomes included no lasting health consequences and minor injury of low glucose that was treated with oral glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with no device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.